Event description:
Reporter stated, that a patient's blood glucose was measured in the emergency room, using the inform system, with a result of "ha" (the meter was configured to read in french --"ha" means a valve greater than the device's numeric reading range). The device operator reportedly consulted the foreign inform manual and was unable to find a description of this display message. As a result, the healthcare professional opted to treat patient with glucose. Reporter noted that patient's blood glucose later measured greater than 50 mmol/l (on an unspecified device). Reporter did not indicate if any medical intervention was provided to patient. At the time of the report. Patient was reported to be "in good condition." The meter was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.